Manufacturer narrative:
Tw ID (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 emitted a large amount of smoke that would not clear as the tool was being used on fatty tissue. Scope was taken out of leg to wipe off cutter and silicone layer was charred and peeling off. A new device was used to complete the procedure. There was a procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/12/2024. An investigation was conducted on 04/17/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The clear cold hot jaw insulation was observed to be intact with no visual defects observed. The clear silicone insulation on the hot jaw was observed to be peeled back from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear hot silicone insulation was observed to be intact. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a returned hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply did emit an audible beeping sound and the evh returned harvesting tool did produce steam and heat. There was no smoke observed during the test. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. No excessive smoke was observed. No final testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure " environmental particulates- smoke" was not confirmed. The reported failure "peeled; delaminated; jaw" was confirmed. The analyzed failure "material twisted/bent wire" was observed. The lot # 3000370277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.